Event description:
The lead was returned to the manufacturer with no reason for replacement. The lead was analyzed and tested out of specification. Follow-up to the representative did not reveal any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1581, implantable tachy lead competitor, (B)(6) 2003; d224drg, defibrillator, 2010. (B)(4).